Event description:
There was an allegation of questionable results for multiple assays for one patient sample from the cobas 8000 c702 module. The physician questioned the initial results and requested repeat testing. The initial uric acid result was 159 umol/l, and the repeat result was 303 umol/l. The initial ast result was 9.6 u/l, and the repeat result was 20.8 u/l. The initial alt result was 12.4 u/l, and the repeat result was 23.7u/l. The initial ggt result was 13 u/l, and the repeat result was 29 u/l. The initial albumin result was 21.2 g/l, and the repeat result was 45.8 g/l. The initial total bilirubin result was 8.7 umol/l, and the repeat result was 16.2 umol/l. The initial glucose result was 3.45 mmol/l, and the repeat result was 6.01 mmol/l. The initial ferritin result was 65.1 ng/ml, and the repeat result was 131.8 ng/ml. The initial creatinine result was 52 umol/l, and the repeat result was 115 umol/l. The initial calcium result was 1.35 mmol/l, and the repeat result was 2.53 mmol/l. The initial total protein result was 35.3 g/l, and the repeat result was 64.4 g/l. The initial crp result was 0.04 mg/l, and the repeat result was 0.14 mg/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.